Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) delivered eights shocks as inappropriate therapy. The shock therapy was delivered until exhausted. Boston scientific technical services (boston scientific technical services (ts) examined the stored episodes and they appeared to indicate atrial arrhythmia with rapid ventricular rate (rvr). Ts advised the patient to be seen by an electrophysiologist. This device remains in service. No additional adverse patient effects were reported.